Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units of insulin. The customer reported a blood glucose (bg) level of 271 mg/dl, and the customer confirmed a correction bolus would be delivered to address bg level. The customer successfully added additional insulin to the cartridge and completed the load process successfully.